Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The returned sample has been visually inspected under magnification and appropriate lighting condition. No anomalies nor physical damage found in the catheter tube, nor in the hub. The device has been tested in combination with the unused non-ICU consumable provided, in order to try to reproduce the customer conditions. No leakage was observed. The issue was not confirmed and root cause not established. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "when the nurse connects the catheter to the infuser, there is a leak.". No adverse or clinical consequences reported.